Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) (B)(4). (B)(4). Summary of investigational findings: the returned product shows that the metal knob was broken. When received the release button could not be pushed. However, after the introducer was cleaned for coagulated blood clots, the release button could be pushed. The image shows that right appex tilt is mild and within acceptable limits and the hook is faintly imaged and appears normal. The image provided does not explain the cannula knob fracture. Unable to determine exact reason for difficulties encountered when attempting to push the metal knob in the first place, but it may be due to clots combined with reported difficulties in applying back tension. The broken knob was likely caused by oblique pressure with the thumb kinking the canula. Nothing on the returned product indicate that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used before surgery of thigh bone fracture, approached from the right jugular vein. Although the physician attempted to push a metal knob to release the filter after loosing the red hub, the metal knob would not be pushed. Then, he pushed the metal knob slowly and the filter was released. However, during the second attempt, the knob got broken and separated from the delivery system. The filter was placed but tilted much more than the user thought since he could not apply pulling tension when releasing the filter. The filter was placed tilted but the hook was not stuck to the vessel wall. Patient outcome: there have been no adverse effects to the patient reported.